Event description:
Additional information was received indicating high out-of-range rv pace impedances were also observed prior to explant in addition to noise and loss of capture.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. A revision procedure was performed at which time insulation damage of the lead was observed upon opening the device pocket. The rv lead was explanted and replaced as was the crt-d. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in 3 segments ¿ a terminal segment, middle middle segment of trilumen insulation only, and a tip segment measuring 51 cm.; approximately 13 cm of the lead was not returned including the proximal shocking coils. Partial/incomplete abrasions were noted on the middle segment and ptfe abrasion on the distal shocking coils as well as calcified body fluid. The returned lead segments underwent continuity testing returning normal measurements. Analysis could not confirm the reported clinical observations but determined that depending the level of calcification present prior to explant the lead impedance measurements may have been impacted.